Event description:
It was reported that: "the patient has had pain in the hip since the surgery was performed. The pain is getting progressively worse to a point where it is more painful then prior to the surgery. The pain shoots down her leg. The surgeon stated that the x-rays reveal that the implants are in place."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.